Event description:
It was reported that during a patient infusion of heparin with a spectrum iq pump "an issue with an alarm and the pump operation" was noted. It was alleged that ¿it may have been related to an upstream occlusion alarm¿. It was reported the patient required a bolus, and multiple bolus attempts were made with no change in the activated partial thromboplastin time (aptt). It was alleged the patient received too much heparin. Medical intervention and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h3, h6 and h10:the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.